Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device did not "have magnet rate" nor display data during interrogation. At a previous follow-up about 1.5 years earlier, the device indicated a battery longevity of 5 years and the physician questioned why the battery longevity was not accurate and "has a big difference." It was further noted by the physician that this is very dangerous to pacemaker dependent patients. The device was explanted and replaced. No patient complications have been reported as a result of this event.